Event description:
A 24mm x 14mm diameter x 13.5cm length aneurx bifurcated stent graft was inserted for the endovascualr treatment of an abdominal aortic aneurysm in a pt with a 4.7cm infrarenal abdominal aortic aneurysm in 2001. The pt had a history of peripheral vascular disease, coronary artery disease and smoking. The implant report stated that the renal arteries were marked and the physician deployed the proximal device and backed the device into position. It was confirmed by angiogram that the stent graft was "just below the renal arteries in excellent site". The final angiogram demonstrated that the stent graft was accurately placed and a successful outcome with exclusion of the aneurysm was obtained. A post-operative report stated that the pt underwent endovascular repair of pt's aneurysm without any problems and pt's post-operative course was uneventful. The pt was discharged home on the second post-operative day. An abdominal CT scan in 2001 with and without contrast demonstrated no evidence of an endoleak. There was good flow throughout the stent graft. The residual aneurysm sac measured a maximum dimension of 45mm, which was decreased by 1 or 2mm since a prior study. The maximum transverse dimension was 43mm, which was decreased from 44.5mm on a prior study. The right renal artery was widely patent. There was interval occlusion of the left renal artery. On post stent graft angiogram, the left renal artery was clearly widely patent although the margins of the sent graft were juxta-renal (near renal artery/short aortic neck) of the left renal artery. There was no interval atrophy of the left kidney noted. It is reported that the physician will monitor the pt closely and no further therapy is planned. No add'l clinical sequelae were reported.